Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device change out the physician noted insulation damage from the connector pin. Since (B)(6) 2010, low impedance was observed. The lead was capped.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.